Event description:
During an investigation of an incident reported by one of intelerad's field personnel in (B)(4), intelerad medical identified a software defect in the system that would in certain circumstances prevent certain images from being displayed with no warning or alarm to notify the user of a failure. When retrieving images using the dicom service, and when these images are processed in a batch, it is possible that the inteleviewer database on the workstation may not be updated and some images may not be retrieved. Depending on how the images are loaded, this may result in either the images not being shown at all (i.e. Inteleviewer reporting that there are fewer images in a series than were sent by the server), or a delay in showing the images because they have to be loaded again. Based on a review of the possible health hazards with a local customer, there was a conclusion that since the problem could not always be detected, there was a risk of a possible misdiagnosis. The inteleviewer module is in both the inteleviewer workstation and the intelepacs products.

Manufacturer narrative:
Additional brand name: inteleviewer workstation. Additional other# v.3.5.2 pi to p56. Device manufacture date is the date the inteleviewer module was released for incorporation into the intelepacs and inteleviewer workstation products in the field. We do not "manufacture" software since we deploy remotely; therefore, the date of the software release to the customer is the date of manufacture. There was no patient event in this case and none have been reported to date, however, the software issue could potentially lead to an adverse event which is why this MDR is being submitted. The issue was identified during a training activity on site where the system was being used in a mode under which the software bug manifests itself.